Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes were discovered to have detached sterile caps on the patient lines. The detached sterile caps were discovered during setup/preparation for peritoneal dialysis therapy; however, the sets were not used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.